Manufacturer narrative:
Internal complaint reference (B)(4). The device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. The suture and anchors were not returned. The needle overmold assembly is significantly bent. The depth limiter button was not in the default position the actuator tip was at the top of the deployment channel. A functional evaluation was conducted. The actuator tip was seized. An analysis of the enclosed image appears to show two fast fix devices. The suture and anchors do not appear to be present. The complaint was confirmed and the root cause has been associated with a stress problem. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during a meniscal suture procedure a fast fix failed, the t1 anchor was deployed; however, t2 anchor could not be deployed. A backup device was used to complete the procedure. It is unknown if a delay occurred in the procedure. No patient complications were reported.